Event description:
Company representative reported patient was admitted to the hospital with dka. On follow up call on (B)(6) 2014, patient and husband reported the infusion device is showing e4 (occlusion) error message. Patient stated she was hospitalized on monday (B)(6) 2014. Patient reported her reading was showing hi on her meter and she was vomiting. Patient stated her husband called the ambulance and the paramedics tested her with a reading of hi on their meter. Patient reported she was taken to the ER and was given an IV of insulin. Patient stated her readings began to come down after she was given the IV. Patient reported she was told that the infusion device was not delivering insulin. Patient stated while at the hospital she was not on the infusion device but was given injections of lantus and regular insulin. Patient reported she was released from the hospital today with a reading of 189 mg/dl. Patient stated a few hours later at approximately 8:30 pm, she tested her blood glucose level and the reading was 250 mg/dl; she put the infusion device back on and did bolus and ate. Patient reported her blood glucose level was 420 mg/dl at 10 pm; she disconnected from the infusion site and bolused one unit and no insulin dripped from the tubing. Patient stated she changed the tubing and the cartridge and attempted to prime when she saw the e4 (occlusion) error message. Patient reported she self-treated by giving herself an injection; no outside assistance was needed. Patient stated the e4 was cleared and the tubing, cartridge and battery were all changed today. Patient reported the adapter has been on the infusion device for over 6 months; educated on when to change the adapter. Patient is using a competitor's infusion set. Patient stated she primed the infusion set and e4 message showed on the infusion device. Patient reported she changed the adapter and new tubing was placed on the infusion device; no error message showed on the infusion device. Patient stated she reconnected to her infusion site. Patient reported her blood glucose level did not go up until the day she went to the hospital. Patient stated she had no errors on the infusion device prior to going to the hospital. Patient's normal blood glucose range is 80-120 mg/dl. Patient reported she is going out of town in the morning and will do injections while she is gone. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.